Event description:
During an unknown procedure, it was reported by rep did not staple. Take a new instrument. There was no consequence to the pt. Add'l info received on 12/20/96. It was reported that the surgeon did not try to cut.